Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding, bruising, or swelling and nothing was found. The exact cause of the reported event could not be conclusively determined. No issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to swelling. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level was 384 mg/dl upon waking up and rose to 500 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Bleeding and infusion site swelling was also reported. The patient's hcp was contacted but no additional information was provided. As treatment, a new pod was applied and a correction was administered.